Event description:
It was reported that the pyxis medstation es system is experiencing drawer failure. A customer reported that a user was unable to remove medication effexor from the device, resulting in a delay of approximately two hours for patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure of the drawer was due to the cubie lid not being securely closed, which resulted in the error. A field service engineer verified that the pharmacy retrieved the device and that there were no current issues at the station. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that failure of the drawer was due to the cubie lid not being securely closed, which resulted in the error. A field service engineer has verified that the pharmacy has retrieved the device and that there are no current issues at the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the drawer 5 full-height of the pyxis medstation es system is experiencing drawer dailure. A customer reported that a user was unable to remove medication effexor from the device, resulting in a delay of approximately two hours for patients. There were no adverse events or injuries reported based on this event.